Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional device: total hip prothesis; procode: lph.

Event description:
Patient's wife sent in an email to depuy's website alleging pt was revised due to infection.